Event description:
Initially the device was sent to the manufacturer for warranty repair. During device analysis, it was discovered that the device was non-functional. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/06/2013 and has no repair history with zimmer surgical, initial repair. Evaluation of the device observed it did not operate. It was also noted that the device had no visible issues, and the leading edge of the control bar was flush with master blade. Prior to repair, the device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the motor, control bar, fine adjustment cams and standard repair parts. Post repair analysis revealed discoloration and slight corrosion to the exterior motor casing. It was also noted that the switch passed continuity testing and the motor operated within specification under no load. The customer's reported event was most likely due to the malfunctioning motor. There is no information regarding the customer's cleaning and sterilization methods; however, improper cleaning and sterilization methods can cause moisture to accumulate within the handpiece causing the observed discoloration and corrosion, which can lead to motor malfunction. The device was serviced and returned to the customer.